Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening assessed as surgical damage and one opening assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side deflation and any creases. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.